Event description:
It was reported that the omnipod personal diabetes manager (pdm) battery is getting too hot to touch.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported the reported thermal event. Lot release records were reviewed and the product lot met all acceptance criteria.